Manufacturer narrative:
According to the customer, the bar under the seat welds let loose. Customer informed the bar weld is fractured. Customer stated it's a "cold weld" and broke from the frame. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the bar under the seat welds let loose.